Event description:
It was reported that the patients ipg was in a non-responsive state. Company representative was able to recover the patients ipg. Issue was resolved.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott, a patient could not connect to their ipg. The system was not set to surgery mode while the patient underwent an unrelated surgery. The rep was able to recover the ipg. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.